Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted (B)(6) 2011, dtba1d1 ICD, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted by one electrogram on tip to coil of the right ventricular lead. The right ventricular tip to coil impedance was also out of range. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The right ventricular tip to coil impedance was steady at approximately 397 ohms through (B)(6) 2016 and jumps to 1102 ohms by (B)(6) 2016.

Event description:
It was also reported that the pace/sense portion of the lead had a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.